Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. As part of the resolution, the customer was provided with a one-time pump replacement. The customer reverted to an alternate method of insulin therapy.